Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "check vent: backup alarm failed" 1104 error code was displayed on the device. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's product support engineer (pse) evaluated the device and examined the event log, and the event log revealed that a "check vent: backup alarm failed" (diagnostic code: 1104) had occurred. The pse confirmed that the alarm was caused by a faulty central processing unit (cpu) board and informed the customer that the cpu board needed to be replaced.

Manufacturer narrative:
H10: the customer replaced the central processing unit (cpu) board and performed periodic maintenance. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Ls1 of the central processing unit (cpu) has no date code. The issue of ls1 and backup alarm failure has been previously investigated. Testing of the cpu board with the accusation of a 1104 "backup alarm failed" alarm error has been analyzed and the results resulted in a no problem was found.